Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary there was a failed drawer and then it had no power. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information. A review of the complaint history for sn: (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 05-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that drawer 1 in the auxiliary unit had failed due to a stuck-open latch solenoid and no power to the drawer. The field service engineer replaced the solenoid, the drawer controller, and the power module controller to resolve the issue. The unit was then cleaned and inspected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary there was a failed drawer and then it had no power. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.